Manufacturer narrative:
Negative prep/purging was not performed on the device prior to use. The lesion was predilated. The device did not pass through a previously deployed stent or cell of a stent. Resistance was noted while advancing the device to the lesion. Excessive force was not used. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, moderately calcified lesion exhibiting 99% stenosis in the mid right coronary artery (rca). There was no damage noted to the packaging or any issues noted when removing the device from the hoop. The device was inspected with no issues noted. It was reported that stent deformation occurred in vivo during positioning. The patient was reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to harden blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.